Manufacturer narrative:
(B)(6). Device evaluation: the device was not available for evaluation as it was implanted. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, and warnings for the proper use and handling of the lens. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation and deployment of the intraocular lens (iol), the posterior haptics became stuck under the optic. The haptics had to be lifted with the suction flushing cannulas. The patient was not harmed. The iol was implanted. No additional information was provided to abbott medical optics.